Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified. Not hispanic/latino; al amyloidosis.

Event description:
Customer advocacy received a copy of the customer's medwatch report from the FDA which states, "initiated patient infusion registered nurse (rn) responded to alarm on alaris pump "air in line". Resolved issue and restarted the pump. Pump alarmed "air m line" for the second time rn checked IV tubing and at that time the IV tubing detached from the plastic connection at the chamber portion of the tubing." An incomplete date of event of (B)(6) 2019 was provided. It was reported daratumumab/saline was initiated at an unspecified rate. The device alarmed for air in line, the user noticed that the tubing separated at the lower fitment. The customer confirmed that there was no patient harm as the fluids did not go thru the length of the tubing.